Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that when this implantable cardioverter defibrillator (ICD) was implanted, they initially saw blip on egm. Additional information confirmed the blip was due and air bubble from implant, and the issue quickly resolved. No inappropriate therapy was reported. Device remains in-service. No adverse patient effects were reported.